Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 212 mg/dl. The customer reported that he could not see anything on the insulin pump and had used glasses, reading glasses and magnifying glasses to read screen. The customer declined troubleshooting as the customer was blind. The customer also reported insulin pump received failed battery alarm. The insulin pump will not be returned for analysis.